Event description:
This complaint was reported by a customer from the UK. Leakage issue.

Event description:
This complaint was reported by a customer from the UK. Leakage issue.

Event description:
This complaint was reported by a customer from the UK. Leakage issue.